Manufacturer narrative:
(B)(4). D10: item name#: oxf anat brg rt sm size 4 PMA; item number#: 159569; lot number#: 67121232. Item name#: oxf twin peg cmntls fmrl sm; item number#: 161473; lot number#: 67115574. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to knee revision surgery due to unknown reason. No further information has been provided. Attempts have been made, and all additional information received has been included in this report.